Manufacturer narrative:
Review of the data log files from the subject surgery indicated that the event was caused by a known software (B)(4).

Event description:
It was reported that a shutdown occurred during guidance mode, at approximately 5:22pm, while on trajectory ¿ll¿ l m1-postins¿. Bovie device was being placed through the instrument adaptor. Surgeon reports that the bovie was not engaged, that minimal force was being applied to robot arm, and that the foot pedal was not being pressed. Field service engineer re-initialized system and resumed trajectory. Estimated time lost was 5 minutes.